Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported the tip broke off in patient. Case was not completed, part was retrieved.